Event description:
New information received notes that the issue was discovered remotely. The implantable cardiac monitor (icm) was noted to exhibit electromagnetic interference (emi) oversensing due to a magnetic resonance imaging (MRI) scan resulting in incorrect diagnostic of false tachycardia episodes. No changes or interventions were done. The patient was in stable condition.

Manufacturer narrative:
Correction: section h6 - adverse event problem - "incorrect measurement" coding should not have been submitted.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited diagnostics anomaly. No changes or interventions were reported. The patient condition was not known.